Event description:
Pt was being ventilated for approx 2 hrs on parapac ventilator. It then failed with no alarm. Pt was removed from ventilator and hand ventilated for 3 hours. No adverse pt outcome was reported.

Manufacturer narrative:
The device was returned to smiths medical (B) (4) for eval. The ventilator was tested and found to operate without interruption. The only item of calibration which is not within spec was the tidal volume at settings 500 and frequency 20, where it was slightly low. The filter was check to see if a hydrophobic filter was being used. The filter that was used by the user facility was a dar electrostatic filter. This filter is not recommended for use with the ep version due to condensation issues. Smi received a previous complaint from (B) (6) where a similar problem occurred, the same filter (dar electrostatic filter) was in use.